Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that they received a power error detected alarm. In the alarm history a power error and two low battery alarms were found. Customer's blood glucose level was 9.8 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for low battery alarm and power error 25 was confirmed in the long trace. Detailed trace analysis has confirmed the insulin pump alarmed low battery then alarmed 25 were triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label fading and minor scratched lcd window.